Manufacturer narrative:
(B)(4). D10 - associated products: tprlc 133 t1 pps ho 17x154mm; item# 51-104170; lot# 7193590. G7 pps ltd acet shell 56f; item# 010000665; lot# 7516504. Bone screw self-tapping 6.5 mm dia. 35 mm length; item# 00-6250-065-35; lot# j6851903. Bone screw self-tapping 6.5 mm dia. 25 mm length: item# 00-6250-065-25; lot# j6859885. 36mm i.d. Size f neutral liner; item# 20103606; lot# 65224130. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had an initial right hip arthroplasty. Subsequently, the patient stated having sharp pain mid-thigh when standing and walking eight months post implantation. The pain was reported to be resolved without medical intervention. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records (crf report) was provided and reviewed by a health care professional. The pain was reported as resolved approximately three months ago without medical intervention. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.